Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family called to indicate the implantable pulse generator (ipg) battery did not last as long as expected. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.